Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in an inappropriate shock. The device data was sent to rhythmcare for review. Data review determined the recorded shock impedance measurements were noted to have increased since implant. X-rays were completed to evaluate system placement. This device remains in service. No adverse patient effects were reported.